Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The pump was reset, and the customer continued to use the pump for insulin therapy. Additionally, it was reported that the insulin gauge was inaccurate. No further information was obtained as customer declined troubleshooting with tandem technical support. Customer's blood glucose level of 196 mg/dl.